Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device was not giving a consistent heart rate during st elevation. There was no patient harm.